Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a post port placement procedure using MRI power port isp. On (B)(6) 2025, sometimes post a port placement procedure via right internal jugular placement, the port allegedly ruptured around the vascular insertion site. There is another crack at the top of the loop. Additionally, leak was noted. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a post port placement procedure using MRI power port isp. It was reported that sometimes post a port placement procedure via right internal jugular placement, the port allegedly ruptured around the vascular insertion site. Additionally, leak was noted. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H11: manufacturing review: DHR/bhr review was not requested as the reported lot number is unknown. Investigation summary: one power port isp MRI implantable port attached to a groshong catheter in two segments was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A kink, a partial compound break and a split were observed to the attached catheter. A complete circumferential break was observed to the distal end of the attached catheter. A complete circumferential break was observed to the proximal end of the distal catheter segment. The edges of the partial compound break on the attached catheter and complete circumferential break on the distal end of the attached catheter were noted to be jagged, the surface was noted to be granular in one region and round/smooth in the other. Splits were noted on the edges of both regions. The edges of the split on the attached catheter were noted to be jagged. Upon infusion, a leak from the partial compound break was observed. Therefore, the investigation is confirmed for the reported fracture, material separation, fluid leak and identified deformation and naturally worn issues. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.